Manufacturer narrative:
Batch records for final product manufacture and qc record for cov1120174 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. For the test results of acon bio's retention samples, please see the cpus230505 attachment for details. For the test results of the returned samples and acon lab's retention samples, please see the cpus230939 form g azure investigation report for details. 1) retention samples from acon bio. The test results of retention samples from cov1120174 at acon bio can meet the qc criteria. We have not found the complaint issue from the retained cassettes. 2) retention samples from acon lab. Each of 14 lay users performed self-collecting and self-testing their nasal sample. All of the test cassettes showed strong c line at 15 minutes read time. 3) returned samples sent by customer. For the investigation study 1 performed on (B)(6) 2023, for 10 returned test kits, invalid test results were observed 7/10 (70%). For the investigation study 2 performed on (B)(6) 2023, invalid test results were observed 24/40 (60%) of the returned kits tested. In the invalid test results, the control line did not show or was very weak. In this follow-up report, the following information has been updated from the initial report upon completion of the internal. Investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Invalid result. The customer stated that their cassette did not produce a result. The customer appears to have performed the test correctly. The customer is a reseller who stated that they recently sold roughly 150 tests from this lot to a customer and that customer is complaining about many invalid results. The customer confirmed that the inventory was purchased from henry schein.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). Invalid result. The customer stated that their cassette did not produce a result. The customer appears to have performed the test correctly. The customer is a reseller who stated that they recently sold roughly 150 tests from this lot to a customer and that customer is complaining about many invalid results. The customer confirmed that the inventory was purchased from (B)(6).